Event description:
The info provided to sjm indicated a 21mm epic valve was implanted on (B)(6) 2013. Intraoperatively, the echocardiogram showed a leak around the valve. The valve was explanted on (B)(6) 2013.